Event description:
It was reported that the customer received multiple unrequested boluses. Customer's blood glucose level was low. During troubleshooting with tandem tech support, pump data was reviewed and showed that 6 boluses were delivered. Contact alleged that the customer requested two boluses. Customer's low blood glucose level was treated with juice.

Manufacturer narrative:
On (B)(6) 2015 follow up: customer's father reported that there have been no further occurrences of unintended boluses and that the pump is "working just fine". The t:slim pump user guide states: "the t:slim insulin delivery system is intended for the subcutaneous delivery of insulin, at set and variable rates, for the management of diabetes mellitus in persons requiring insulin, for individuals 12 years of age and greater." The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.